Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of cold insulin, and remained static at 65 units for several days. There was no reported impact to the customer's blood glucose level. The customer confirmed that a new cartridge would be loaded onto the pump and declined further assistance from tandem technical support.